Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the pneumatic module assembly and then completed the pm, and all performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic leak test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic leak test. There was no patient involvement, and no adverse event reported.